Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation for the leads indicated that during visual inspection it was found that the lead body was fractured/kinked at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that multiple cables were completely broken at the fractured/kinked location of the lead. The broken cables are still contained inside the lead body. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) device evaluation for the lead splitters indicated that the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.

Event description:
A report was received that the patient lost stimulation coverage on the right side. It was believed that the patient's lead developed some technical problem and appeared that almost all of the contacts in the leads have failed. The physician stated that this could either be due to fractures in the leads or issues related to the splitter lead connections. Database analysis showed that the impedance measurements revealed high values in almost all of the contacts. The patient underwent a procedure where the leads and splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4). Description: infinion1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4); description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient lost stimulation coverage on the right side. It was believed that the patient's lead developed some technical problem and appeared that almost all of the contacts in the leads have failed. The physician stated that this could either be due to fractures in the leads or issues related to the splitter lead connections. Database analysis showed that the impedance measurements revealed high values in almost all of the contacts. The patient underwent a procedure where the leads and splitters were replaced. The patient was reportedly doing well postoperatively.